Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 250cc mentor memorygel breast implant, catalog # 3542507, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent breast augmentation with mentor memorygel breast implants (275cc on the left side and 250cc on the right side) and experienced rupture on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual analysis of the device a rupture was noted in the posterior view, measuring approximately 1.0 cm, additionally, siltex cracking was found in the edges of the tear. No additional anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer's reference number: (B)(4).